Event description:
(B)(4).

Manufacturer narrative:
A steris service technician visited the facility each time the reported event occurred. Inspection of the tables did reveal dents, scratches and torn labels, suggesting the table base had items stored on it. A steris engineer accompanied the service technician, on more than one occasion, on service visits and confirmed the shroud covers were being installed properly. In one instance, it was confirmed that the user facility was placing objects under the table and when the table is lowered, the shroud assay binds. The table has labeling on the base of the table and in the operator manual instructing the user. "Warning- personal injury and/or equipment damage hazard: do not store items on table base. Doing so may result in equipment damage or inadvertent tabletop movement that could place the patient and/or user at risk of injury". The user facility was counseled on the importance of not using the table base as a storage place for items. The user facility continues to educate all applicable employees on the importance of not storing objects on the table base during weekly staff meetings.